Event description:
It was reported that a loss of capture had been observed on the left ventricular lead due to dislodgment. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.